Manufacturer narrative:
Evaluation in progress but not concluded. Device repair and returned.

Event description:
During receiving inspection conducted by the foreign consignee, the level sensor was not properly initialized when powered on. The sensor was replaced. There was no adverse consequence to a patient as a result of this event.